Event description:
It was reported that during a lap prostatectomy procedure, the device was used to ligate vessels. After a few firings, the jaws became locked. The device also could not be pulled out from the trocar. After this, the device was fired until empty. But the jaws still locked. The device was removed by removing the trocar while the device was still in it. The procedure was completed using the new devices of the same type. There were no adverse consequences for the pt.

Manufacturer narrative:
Eval summary: the analysis results found that the el5ml device was returned with jaws disengaged from the cam. The instrument was received empty and locked out. Due to the jaws condition, the device also could not be pulled out from the trocar. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.